Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing was observed due to myopotential oversensing. Programming changes were made and further testing was recommended.